Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine test before use the cardiosave intra-aortic balloon pump (iabp) displayed error message, 'helium transducer not calibrated". There was no patient involvement and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and determined calibration of transducer necessary but the machine works fine otherwise. Additional information has been requested with regard to the repair and status of the iabp. If any information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) displayed error message, 'helium transducer not calibrated". There was no patient involvement and there was no adverse event reported.

Manufacturer narrative:
Calibration of the transducer was performed by fse as part of maintenance according to manufacturer's specifications and unit is working properly.

Event description:
N/a.